Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle on the electrode was missing completely. Customer's blood glucose level was unknown. Customer inspected the insertion site and electrode was not in the body as far as she could see. The device will not be returned for analysis.